Event description:
It was reported that post stenting treatment procedure, a patient death occurred. A taxus liberte' drug eluting stent was placed in an unspecified coronary artery. Two days later the patient presented with chest pain and st elevations. The patient was sent to the cath lab and the stent appeared patent. Two days later, the patient went into cardiac arrest and expired. Additional information has been requested and is not available.

Manufacturer narrative:
Death date - (B) (6) 2010.event date - (B) (6) 2010.if implanted, give date - (B) (6) 2010.device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)